Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17082.

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator had a peculiar smell. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips authorized service personnel (asp) confirmed the issue. In a good faith effort (gfe) response, the asp stated that the resolution to the issue was the cleaning of the filter screen. The device was operational after cleaning was completed. The investigation concludes that no further action is required, at this time